Event description:
On (B)(6) 2012, (B)(6) reported that for the tubing set 1/4" with moisture trap (article number: 70103.1643, serial number: (B)(4) that the unit did not take negative pressure. An inspection found air leaking from the cap of the moisture trap and found the threads damaged on the cap portion. An alternate tube assembly was used. (B)(4)

Manufacturer narrative:
(B)(4). The defective bubble trap was returned for evaluation. The defect was confirmed. A supplier complaint was opened and the supplier determined there was no damage after production to the part. A review of the production process determined that the root cause was a manufacturing failure during the mounting process. A production technician applied to much pressure during the assembly of the moisture trap, resulting in the defect. Operators involved with assembling tubing sets were trained on the event. (B)(4)